Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported burn damage. Evaluation visually inspected the device and found the radio, wireless flex and rear case to be burnt confirming the reported issue. Evaluation also observed corrosion on the contact pins. The device was determined to be unserviceable for the observed issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery had burn damage and was smoking. The battery was in the biomed office and was placed onto a pump. Within a few seconds of turning on the pump the battery started smoking and continued to smoke for a few minutes. This resulted in a hole in the bottom of the battery about 1/2 cm away from the battery contact, about the size of a nail head. It looked like it had burned from the inside out. There were no alarms when this occurred. The battery pins looked normal with one of them slightly corroded however the biomed did not see any evidence of fluid around the battery. Additionally the biomed is not aware of the cleaning practices that are used on the floor. There was no patient involvement. No additional information is available.